Event description:
On 01dec2010, baxter received the following information from a representative of (B)(4) technical center, a (B)(4) distributor of baxter products, while investigating a related infusion pump complaint. An intensive care unit (ICU) charge nurse at (B)(6) hospital reported that a baxter colleague infusion pump was allegedly connected to an unknown patient at the time of their death. The serial number of this colleague pump was not recorded, and was still in use in the ICU. The hospital had not located it at the time of this report. The hospital refuses to reveal the deceased's demographics, diagnosis, clinical history and concomitant therapy information. Indications for the use of the infusion pump and cause of death were unknown, as is any autopsy that was performed. On 07dec2010, the (B)(4) representative reported that it was not certain if the patient was connected to the pump at the time of death. The information cannot be confirmed since the hospital staff refused to deliver any further information about this case.

Manufacturer narrative:
(B)(4) - the pump serial number is unknown and the device is not available for evaluation. Shall additional information become available, a follow up will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The software version is unknown at this time.